Manufacturer narrative:
The field service representative (fsr) could not verify the reported issue. He downloaded the logs and replaced the centrifugal control unit as a precaution. The unit operated to the manufacturer's specification. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the unit was giving a service pump alarm. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per supplier's evaluation, no nonconformance was found. The unit passed in-circuit test in accordance with the assembly build instructions and functional testing. Unit passed all quality inspections as well. Unit history shows that this unit is functional to the extent of functional testing capability performed by the supplier. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed a 'service pump' alarm as soon as the unit was setup and powered on. The pst removed the generic board and installed a lab use only generic board, powered up the unit and the issue was resolved. Under microscopic examination there were no anomalies noted on the generic board. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.